Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the physical damage to the ac adapter. A replacement was processed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the power suppliers have various problems, mainly not charging due to internal breaks inside likely in the cable, some has problems charging for short time then shuts down. There was no patient involvement, and no patient harm/adverse event reported.